Event description:
Caller reported a malfunction on the pump. There was no notable event prior to the malfunction, and no adverse impact to the caller's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, resolving the issue without recurrence.